Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multi-system organ failure. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Related manufacturer report numbers: 2916596-2022-13926 (infection), 2916596-2022-13928 (infection), 2916596-2022-13929 (hemothorax), 2916596-2022-13930 (hematoma), 2916596-2022-13931 (right heart failure and end stage renal disease). Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including respiratory failure, right heart failure, renal failure, and hepatic dysfunction) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had experienced multiple complications through their post operative course. Additional information reported that the patient had a history of multidrug resistant infections, bleeding, severe right ventricle failure requiring inotropes, end stage renal disease (esrd) requiring dialysis, respiratory failure requiring tracheostomy, and recurrent pneumonia. The patient continued to decline with escalating pressor requirements and the family and team decided to transition the patient to support care. The patient passed away on (B)(6) 2022 due to multi-system organ failure. An autopsy was not performed and the device was not explanted.